Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were calling for MRI compatibility. Patient stated that healthcare provider wanted to do an MRI on their right knee. Patient said that they had the ins battery and a portion of the leads removed, however not all of the leads were removed. Patient did not know the date that the implanted battery and leads were removed. Patient noted that the implant was put in so close to the surface of their skin that every time they would walk past something and hit a desk or something, the ins battery would be hit and cause so much pain in their butt and they could grab the ins battery and flip it around so it just became more of a nuisance than it helped them. The patient was redirected to their healthcare provider to further address the issue. Agent provided the patient with the technical services phone number for healthcare provider if needed. When asked for managing healthcare provider, patient said that there were a couple different doctors at the center for interventional pain and spine, however they didn't see (B)(6) anymore. Patient then said that dr. (B)(6) were the doctors they were currently seeing for the implant.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 39565-65 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2014; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.